Event description:
It was reported that, " in 2008, doctor was performing a revision total hip arthroplasty at medical center. He selected a 52mm trident all poly to cement into a gap cup. Upon opening the implant, doctor stated, "this plastic looks yellow." He was very concerned and refused to implant the cup. I had a backup implant and opened it and he put them side by side and the first cup was clearly a shade of yellow as compared with the second. Doctor expressed concerned about possible oxidation of the poly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It is not available for evaluation. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.